Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. As the lot number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that abrasion of corneal endothelium developed after implantation of an intraocular lens with a platinum cartridge for an eye with 2.4 mm-sized cornea. That the event resulted in corneal endothelium detachment. It was reported that there was no health hazard to the patient. It was noted that the device was discarded. No further information was provided.